Event description:
In an abstract titled "2 year clinical results of x stop interspinous decompression device in the management of symptomatic lumbar canal stenosis", the following events were reported: two patients had the device removed within 2 years. No additional information was reported.

Manufacturer narrative:
Source: abstract titled: "2 year clinical results of x stop interspinous decompression device in the management of symptomatic lumbar canal stenosis", by bilolikar n, clark n, siddiqui m, smith f, wardlaw d, nandakumar. Device not returned, internal review of literature, follow-up with author. Conclusions: the results of our study show that xstop remains clinically effective by the ned of 2 years. Xstop is a relatively less invasive procedure which can be performed as a day case procedure without any major complications.